Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for lose IV shield with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the protective sheath from the needle of a bd vacutainer® push button blood collection set with pre-attached holder was falling off, risk for sterile breach. There was no report of exposure, injury or medical intervention.